Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sigmoid colectomy procedure, after the device was fired, all the firing went well. It is unknown if a leak test was performed on the staple line. The surgeon introduced a competitor's circular device and the staple line fell apart. It is unknown why the staple line fell apart. The case was changed to a low anterior resection. Another device was pulled and the case was completed with the patient receiving a temporary colostomy. The surgeon is going re-evaluate the patient in six months to see if the colostomy can be reversed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: this was an elective procedure to remove a polyp. T.